Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Reviewed of the event history log (ehl) showed system advisory configuration required. The device was powered on as part of the functional test and the reported issue was duplicated. The system advisory configuration required alarm was found at power up. The most probable cause for the configuration required alarm was due to interruption during cloning or the customer was used the wrong cloning block during the cloning process which caused the device to lose the standard configuration 1a12. Customer may have used the old-style cloning block which was not compatible to a new interconnect board. As a result, the standard configuration 1a12 was downloaded back to the device. Preventive maintenance and functional testing were performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a configuration system failure. It is unknown if there was patient involvement, no adverse patient effects were reported.